Manufacturer narrative:
Citation: quintana ra, et al. Network analysis of outcomes in patients undergoing transcatheter aortic valve replacement for stenotic bicuspid aortic valves according to valve type. Cardiovasc revasc med. 2020 sep;21(9):1076-1085. Doi: 10.1016/j.carrev.2020.01.011. Epub 2020 jan 15. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the differences in outcomes according to the type of valve used for transcatheter aortic valve replacement (tavr) in patients with bicuspid aortic valves. All data was collected from a meta-analysis review of ten studies. The total study population included 1,547 patients. Of those, 925 patients were implanted with medtronic transcatheter valves: corevalve (401), evolut r or evolut pro (527). No unique device identifier numbers were provided. The authors assessed 30-day all-cause mortality from all ten studies included in the analysis. No deaths were attributed to medtronic product. The authors assessed the following outcomes that occurred after tavr: permanent pacemaker implantation, life-threatening bleeding, and moderate to severe prosthetic valve regurgitation. Medtronic product may have been associated with these outcomes. No additional adverse patient effects or product performance issues were reported.